Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no charge/battery lasts less than expected or power loss alarm noted during testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery. No harm requiring medical intervention was reported. The device will be returned for analysis.